Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had error code e116 (camera control unit malfunctions). It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error likely occurred due to failure of the dual in-line memory module (dimm) and graphics processing unit (gpu). However, a conclusive root cause for dimm and gpu failure was not determined. Olympus will continue to monitor field performance for this device.